Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired at 28,970 joules. Also, it was reported that the fiber tip was damaged. No patient injury was reported. The device was not returned for evaluation.